Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx des to treat a mildly tortuous and calcified lesion located in the mid rca with 85% stenosis. The device was inspected with no issues noted. The lesion was predilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a 2.75 x 30 resolute integrity des. It is believed that the event was due to use of the device in difficult lesion morphology i.e. The event was procedural related. No patient injury reported.